Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of mega 40cc intra aortic balloon blood was noticed in intra aortic balloon pump line. The line was clamped and disconnected from console. No harm to the patient was reported. The iab was inserted sheathless on left axillary on (B)(6) 11:00pm in cath lab. Patient was ambulating throughout duration of catheter insertion. The iab was used for 17 days, 7 hours 40 mins. Ac3 optimus pump was used all the time. Event was noted on (B)(6) 6:40am when patient was relaxed, no issues noted. The iab was removed at 6:57am. There were no complications noted. Iab was replaced later in day on (B)(6).